Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The surgeon used a second instrument and the needle broke off into the pt's abdomen. The needle was not retrieved. The pt's family was informed of the needles in the abdomen and elected not to have laparotomy performed to retrieve.